Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured by surgeon while impacting. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibited signs of repeated use and the instrument was fractured. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to user error as the surgeon impacted the trail while seating. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.